Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 48 mm diameter abdominal aortic aneurysm. It was reported that four months post-operative follow up cta scan revealed a partial left limb occlusion that extended down to the external iliac artery. Per the physician, the cause of event was due to patient's tortuous anatomy and covered left internal iliac artery, which decreased blood flow to the vessels. The physician performed a thrombectomy and relined the left limb with an endurant 16x10x156 limb into the left external iliac artery. This was followed by dilation via a reliant balloon and 12mm x 2cm angioplasty balloon. The limb is now patent and patient is doing fine. No additional clinical sequelae were reported and the patient is being monitored by their physician.